Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a burning sensation at the ipg site when charging. It was noted that the patient was charging every week for 2 hours. The device was explanted and replaced. There were no patient complications during the procedure. Effective therapy was established post-operatively.